Event description:
The customer reported that during the ablation procedure, a strange sound occurred. Although the pt was complaining of pain, the procedure was continued. After 11 mins of ablation, the needle position was moved 1 cm back and ablation was performed for 5 more mins. The procedure was completed. Then, however, the doctor found that the pt's skin where the needle was inserted was hot and the insulating coating of the needle was peeled. A 3rd degree burn was diagnosed. Post op, a CT was taken and painkiller and antibiotic were given to the pt.

Manufacturer narrative:
(B)(4). Return of the incident sample has been requested. To date, the incident sample has not been returned for eval. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.